Event description:
It was reported that the patient presented with lead vegetation and systemic infection. Patient was treated with IV antibiotics and was released but presented again days later with trouble breathing. Patient became unresponsive in the ER, coded and ultimately expired after supportive care was withdrawn. No further information is available at this time.

Manufacturer narrative:
(B)(4).